Event description:
Reportedly, after inflating the balloon, the outer sheath came loose from the trocar. The pieces fell into the patient cavity. Several pieces were retreived, but it was not clear if all were retrieved. No reported patient injury.